Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of bent sensor cannula. The customer's blood glucose level was 7.9 mmol/l at the time of the incident. The customer does not receive the correct reading to her sensor. The customer had calibration error and change sensor. The customer reported needle break. The product was not returned for analysis.